Event description:
Health care professional reported "pump at end of life during bolus/complex programming, end of life after 3 years - pump gear 5." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.